Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of small liquid collection outside the contour of the left mammary implant is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Rupture: breast implants are not lifetime devices. Breast implants rupture when the shell develops a tear or hole. Ruptures can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to rupture: damage by surgical instruments, stressing the implant during implantation and weakening it, folding or wrinkling of the implant shell, excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated), trauma, compression during mammographic imaging, and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of rupture for allergan¿s product. It is not conclusively known whether these tests have identified all causes of rupture. Laboratory studies to identify any additional causes of rupture are ongoing. Silicone gel-filled implant ruptures are most often silent. This means that most of the time neither you nor your patient will know if the implant has a tear or hole in the shell. Capsular contracture: patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction. Patients capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation. Additional complications: after breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/ chest wall deformity.

Event description:
Healthcare professional additionally reported affected side as left, baker grade to be iii/IV, "small liquid collection outside the contour of the left mammary," rupture, and ¿small fibroadenoma in left internal lower quadrant.¿ device has been explanted.

Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported unknown side "capsular contracture," baker grade unknown. No treatment was provided, and the device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases and deformation. A weight test of the device was verified, and the device was within specification. Based on the device analysis the final assessment is that no issues were found related with the manufacturing and no openings were found within the device.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and "small liquid collection outside the contour of the left mammary implant, in the external lower quadrant¿. The device has been explanted.